Manufacturer narrative:
(B)(4). No product testing will be performed as the complaint of infection cannot be confirmed or refuted through such means. (B)(4).

Event description:
It was reported the patient ((B)(6)) developed an infection at the ipg site. A culture was taken and mycobacterium goodie was confirmed. Both oral and intravenous antibiotics were administered as treatment, and the patient was hospitalized for two days. The patient's therapy system was subsequently explanted. The patient is reportedly doing well. The manufacturer was not aware this event occurred until 06/19/2016.